Event description:
It was reported that a user experienced high blood glucose while using the ilet pump, and a customer care agent provided troubleshooting and education before the call disconnected and subsequent call-back attempts were unsuccessful. Symptoms included hyperglycemia. Outcomes included inconvenience and the need for troubleshooting support. Investigation included a review of the reported event and user guidance over the phone. Investigation of this case revealed that the cause of hyperglycemia was not determined. It was concluded that the event involved hyperglycemia with an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.